Event description:
Patient was injected with hydrelle on (B)(6) 2010. On (B)(6) 2010 the patient was treated for an abscess in one nlf. She also complained of extreme pressure in the injection areas and consulted a dermatologist regarding the issue. No treatment was provided by the dermatologist. The patient returned to the doctor and the abscess was drained. She then developed a second abscess in the other nlf. She was treated with kenalog on (B)(6) 2010, which resolved the issue.

Manufacturer narrative:
Detailed data could not be provided by the customer, therefore the root cause could not be clearly identified. The customer did not provide any information on the confirmation or treatment of the patient involved. No adverse events in relation to the falsely low result were reported. Customer retrained their operators on result handling and back-up data handling and will investigate implementing a delta check through their laboraotory information system.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The customer reported an hcg result that was not correct for one patient sample. The patient's first hcg result was >10,000 miu/ml. This result was accompanied by a data flag. The analyzer automatically retested the sample with dilution which gave a result of 2 miu/ml. The physician called on (B) (6) 10 to report the patient was 18 weeks pregnant. This was determined by a pelvic exam. No additional patient information was provided. No adverse events were reported. The hcg+b reagent lot was 15548403. The field application specialist was unable to determine a cause. She reviewed the patient report and verified hcg application was correctly configured, including the dilution function. The field application specialist confirmed application software settings were correct and analyzer was performing according to specification. The customer retrained their operators regarding result handling and back-up data handling. The investigation is on-going.